Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the communication was poor, and then device not found. After re-adjusting the recharge antenna the coupling became excellent. The patient at the time of excellent coupling was laying in an awkward position on his bed and upset he was not able to get good coupling in a normal position. Patient believes there may be some swelling but does not know what the area will feel like once the wound is fully healed. Mdt rep will call patient back in 15 minutes to see if recharging is still good after he gets in a more comfortable position. The rep reported that the cause of the communication error was swelling and tilted ins. On (B)(6) 2021 the rep met with patient. Able to charge to 50% with abdominal binder. Patient continues to have difficulties placing recharger to obtain good communication to ins in flank area. The issue is not resolved. The rep is meeting again with patient on (B)(6) 2021. Rep reported patient is scheduling for pocket revision. Patient's issue with recharging has not been resolved.